Manufacturer narrative:
The customer calibrated the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s touchscreen is not responding. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp recommended trying to calibrate the touchscreen. If it does not work, replacement of the touchscreen was recommended.